Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have received a fail battery test. Customer's blood glucose was 153 mg/dl. After troubleshooting, customer continued to receive a fail battery test. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Insulin pump had minor scratches on lcd window.